Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, with both devices, after the lever was closed, a slight resistance was felt while removing the device from the artery. The first device was simply withdrawn, and upon removal, it was noted that the footplate remained slightly open. The second device was removed via cutdown. Upon removal, it was found that the footplate remained slightly open and vessel damage had occurred. Hemostasis was achieved with a bovine patch and manual suturing during the cutdown. There was no reported clinically significant delay in the procedure or therapy. Additionally, two other prostyle devices were opened; one was deployed outside of the patient without issue; the other device was simply opened and not deployed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The entrapment of device is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the foot interacted with vessel or vessel tissue during closing of the foot causing the foot to surf distally and become dislodged from the guide inducing the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.